Manufacturer narrative:
An event regarding seating/locking issues involving a mdm liner was reported. The event was not confirmed. Device evaluation and results. The device was unremarkable. The device was dimensionally within specification. A functional inspection was performed. Good functionality between the mdm liner and a compatible trident shell was observed. The mdm liner was securely seated into the trident shell. Medical records indicated that insufficient information was received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because the device was dimensionally and functionally within specification.

Event description:
It was reported during primary surgery of right hip, mdm liner would not impact. Doctor opened a second one and it impacted, this led to a half hour delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported during primary surgery of right hip, mdm liner would not impact. Doctor opened a second one and it impacted, this led to a half hour delay in surgery.